Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following a fall patients leads migrated and one of the leads was fractured. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the migrated lead was repositioned and the fractured lead was explanted and replaced to address the issue.